Manufacturer narrative:
A medtronic representative was on site and helped troubleshoot the issue. It was found the that the line power light was not illuminated, extra fuses were on hand and biomed was able to replace the line power fuse. The system then powered up normally. It was tested and passed and put back into use. No parts ordered or returned as resolved on site. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received a report from the site that when the mobile view station (mvs) was turned on, it was beeping and then turned off after a few minutes. The site tried a couple different power ports, but the mvs would not turn back on during troubleshooting it was found that the line power light was not illuminated. The site had extra fuses on hand and biomed was able to replace the line power fuse. The system then powered up normally. There was no impact on patient outcome.